Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an emergency room of a hospital. The customer was hospitalized on (B)(6) 2014. The caller stated that an autopsy was not performed but the customer had a headache and was feeling ill. The caller stated that the customer had gone to their health care provider's office the friday before passing. The caller stated that the customer had complication of diabetes, but did not specify. The customer also had heart disease, stroke, infections, and had kidney transplant. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer did not use sensors. The caller stated that they no longer have the customer's insulin pump; the hospital never found it. The insulin information could not be verified. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.